Manufacturer narrative:
The reported event of wireless communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Ppe was unable to determine what cause the battery to deplete.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy has been resumed post operatively.

Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. The ipg does not communicate with external devices. As such, surgical intervention may take place at a later date to address the issue.